Manufacturer narrative:
The evaluation revealed the cable was worn and deformed, and the adapter was worn, tight and jerky. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation before an unknown procedure the image was blurry. The case was finished with a similar device without a delay greater than 15 minutes. Upon inspection and testing of the customer returned device, the repair center found there was no image due to defective charge-coupled device unit. This report is being sent for the issue found during evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 03-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was caused by a defective charge coupled device unit. However, the definitive root cause of the charge coupled device unit failure could not be determined. Olympus will continue to monitor field performance for this device.